Manufacturer narrative:
Concomitant medical product: 5554 lead unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to an infection and replaced with a leadless implantable pulse generator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction should read (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.